Manufacturer narrative:
The investigation is in progress.

Event description:
A physician reported to gore that due to complaints of pain, a patient requested the removal of a gore dualmesh plus biomaterial device nearly 1 year after it had been implanted to treat an abdominal ventral hernia. The physician complied with the patient request and the physician indicated that they felt there was nothing clinically wrong with the device. The device was removed and underwent an anatomic pathology examination by the user facility which confirmed that no atypical features were observed.